Event description:
Contact states the end-user fell and hit his head.

Manufacturer narrative:
These wheels were voluntarily recalled in (B)(6) 2006. This is an ongoing and active search for purchasers of this product.